Event description:
Event description boston scientific received information that this archived cardiac resynchronization therapy defibrillator (crt-d) was subjected to additional testing of the capacitor's.